Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The femoral arteries measured 7.5 mm in diameter. The femorals and iliac arteries were severely calcified throughout. It was reported that the stent grafts were successfully implanted without complication and everything was fine. The following day it was noted that one of the femoral arteries was dissected. The physician commented that this was not caused by the graft; it is related to the severe calcification and the surgical technique. It is unknown during which delivery insertion this occurred or if it was a combination of insertion of several devices. The patient was brought back to the or and the femoral artery was sewn. No additional clinical sequelae were reported and the patient is fine. A review of films pre-implant show very calcified femorals; bilaterally.

Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (arterial dissection); patient's condition affected effectiveness of device (anatomy related; severely calcified and small access vessels). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severely calcified and small access vessels).